Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Due to insufficient procedural information, further system/instrument log investigation could not be performed.

Event description:
It was reported that after a da vinci assisted single vessel minimally invasive direct coronary bypass graft (midcab) procedure, the clip placed on the left internal thoracic artery (lita) with the small clip applier instrument came off. The procedures were completed robotically. The surgeon believes "the cap moves the clip in the applier and the clip down not close perfectly."